Event description:
The facility reported to baxter that the reservoir of an intermate lv 100 device had ruptured while the device was being filled with a solution of 1.25g of vancomycin in 150ml of normal saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 100 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.